Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding condition of the suspected medical device. Upon explantation, the device was found to have a hole in it. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a revision breast augmentation with two 600cc mentor memorygel breast implant prostheses and experienced postoperative bilateral rupture. MRI performed on (B)(6) 2019 indicated left-sided rupture. The patient went in for a consultation on (B)(6) 2019, and the left-sided rupture was also observed via mammogram. As a result, the patient underwent bilateral removal and replacement with two 490cc mentor memorygel breast implant prostheses (catalog #: shpx490, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2020. Both devices were discarded upon explantation and not available for evaluation. This report is for the left prosthesis.